Manufacturer narrative:
The lot number is unk therefore, the date of MFR can not be determined. Without the sample, the failure cannot be confirmed or a root cause determined. If a sample is returned, a failure investigation will be performed. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report. Info has been added to the database for trending purposes.

Event description:
The caller stated that on older pt developed an open sore using the 6dct. She explained that the bottom of the flange appears to dig into the patient's skin. The pt has thinner skin and they have used padding and "xderm" with no relief. She stated that they solved the problem by placing a 6sct that has smaller flange and does not cause the skin problem.